Event description:
It was reported that the pt developed a middle ear infection that extended to the labyrinth eroding the semicircular canal. Surgery has been scheduled to treat the pt's condition with possible device explant.